Manufacturer narrative:
The device was returned for investigation; however, there was no damage noted to the oxygenator. A review of the device history record revealed no indication of production related anomalies. The info provided from the user facility confirmed that their housekeeping staff rolled their cart into the oxygenator, which cause the cracked. Visual examination did not confirm any cracks; therefore, this complaint was not confirmed. See scanned page. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and f/u.

Event description:
The user facility reported to terumo cardiovascular systems prior to cardiopulmonary bypass surgery, during setup, housekeeping rolled their cart into the oxygenator, and it cracked. There was no pt involvement as this occurred during setup. The product was not used. The surgery was completed successfully.